Event description:
It was reported that the vns pt has been experiencing coughing, difficulty swallowing, and difficulty urinating with stimulation. The physician turned the device off due to side effects. Good faith attempts to obtain additional info regarding the pt's events have been unsuccessful to date.